Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that an infection occurred. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID c154dwk, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013; product ID 694965, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).